Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the iabp. After internal consultations with a technician from the operating block, the customer stated that the unit was working properly and that the probably cause was a wrongly installed sensor by the user. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : evaluation not requested by complainant

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units blood pressure module in the device is defective. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.